Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2evaluation information can be found in the following fields: h6 and h10.

Event description:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information related to the event. It was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer noted that the surgeon could open the harmonic ace instrument tip normally. The surgical staff removed the harmonic ace instrument for cleaning and discovered that the tip was not installed correctly. While the surgical staff was checking and cleaning the harmonic ace instrument, the tip broke off and fell on the table. No fragment fell inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.180¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210517-0258) was last used on (B)(6) 2022 during the reported procedure via system sk4736. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.